Manufacturer narrative:
Product analysis #(B)(4): analysis was able to confirm the reported broken output connector assembly. Analysis also noted that the lower case was broken and the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular output connector ports and were unable to lock the cables into the device. The epg was returned for service. There was no patient involvement.